Event description:
It was reported that while using the twnfx ti 5.0 str anchr w/2 ultrb str n, the first anchor was entered in the bone on the patient¿s ankle without problems, by the surgeon. The second one broke when entering the bone in the ankle. It occurred when the tip of the anchor was inside the patient. The tip was left inside the bone in the patient. The surgeon is an experienced user of twinfix. No patient harm or death. The device will be returned for evaluation.

Manufacturer narrative:
One ed7210708 twinfix titanium 5.0 preloaded suture anchors with two ultrabraid suture needles returned. The device is used. Records say that there were two anchors being used and the second one failed during insertion. No portion of anchor was returned. The delivery device was returned damaged. There are four needles and associated sutures remaining in place within the device handle storage areas. The insertion shaft has obvious distortion of the steel shaft. The damage is focused at the second horizontal indicator line. The condition is consistent with loss of axial alignment and having excess force applied. It was not relayed whether the recommended prep occurred. No root cause related to the manufacture of the device was established.